Event description:
During an acl reconstruction, it was reported the continuous loop of a 15mm endobutton snapped at the endobutton end. Surgery was complete, when the surgeon went to test knee in extension there was a loud audible pop. When the knee was tested, it was once again lax. After going back into the knee it was discovered that the continuous loop of the endo button had snapped in half. The procedure was completed successfully using another 15mm eb and a xtendobutton. The patient was reported to be fine post operatively.

Manufacturer narrative:
(B)(4).